Event description:
The adapter/connector in the arterial line bundle malfunctioned. The lumen in the connector is not patent. I have had this issue twice within the last 2 weeks. The malfunctioning part was given to the micu charge nurse. Manufacturer response for adapter/connector in the arterial line bundle, adapter/connector in the arterial line bundle (per site reporter) unknown.